Event description:
It was reported that the patients battery and leads were not effectively covering the left lateral hip and leg area. The patient underwent a revision procedure wherein the ipg was removed, the left percutaneous lead was disconnected and capped the tail with a silicone suture sleeve, and a percutaneous lead was added subcutaneously over the lateral hip area. The patient was doing great with excellent coverage postoperatively. The explanted ipg will not be returned.